Manufacturer narrative:
Correction: h4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient was hospitalized on (B)(6) 2021 and was currently on a ventilator. It was unknown if the hospitalization was related to pd therapy. Attempts to obtain additional information were unsuccessful. The reason for the hospitalization is unknown.

Manufacturer narrative:
Clinical investigation: attempts to obtain additional information were unsuccessful. It was unknown if the hospitalization was related to pd therapy. The reason for the hospitalization is unknown; however, there was no allegation of a device malfunction or deficiency reported for the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient was hospitalized on (B)(6) 2021 and was currently on a ventilator. It was unknown if the hospitalization was related to pd therapy. Attempts to obtain additional information were unsuccessful. The reason for the hospitalization is unknown.